Manufacturer narrative:
H.6. Investigation summary: material #: 364314. Lot/batch #: 3081040. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for cracked barrel was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of cracked barrel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked barrel. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe, cracks in the tube body were found, causing blood leakage after blood collection. No patient impact reported.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe, cracks in the tube body were found, causing blood leakage after blood collection. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.